Event description:
The pt reported his insulin infusion sets have been peeling off every 2-3 days. He stated this has only happened with the current box of infusion sets he is using. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.